Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated to be (B)(6) 2019. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received an end of service message. Therapy loss followed afterwards. The next course of action remains undecided.